Manufacturer narrative:
The information being reported was found in a journal article titled "fracture of an oxford femoral component: a case report." Elsevier b.v. (October 2012). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown. Initial reporter - the article was written by hugo c. Van der veen and jos j.a.m. Van raay. Manufacture date ¿ unknown it is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article on the fracture of an oxford femoral component: a case report. It was reported patient underwent a right partial knee arthroplasty in 2002. Subsequently, patient was revised on an unknown date due to a fractured femoral component. All components were removed and replaced with a total knee system.